Event description:
New information received notes high impedace was observed. The lead was capped and replaced.

Event description:
It was reported that during a follow-up, externalized conductors were observed via fluoroscopy. All electrical measurements were normal. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.